Event description:
During a pulmonary vein isolation procedure with ensite precision, the patient experienced an acute posterior wall infarction. Following transseptal puncture, a voltage map was recorded from the left atrium. Shortly after ablation in the ridge area, the patient became hypotensive and a cardiac ultrasound was performed which ruled out an effusion. With a coronary angiography, an acute posterior wall myocardial infarction (mi) was diagnosed and the procedure was cancelled. The patient was treated and stabilized. There were no performance issues with any abbott devices. The user indicated thrombus as the cause for the mi, however the reason of the thrombus is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated cooling during rf ablation and that contact force measurements were displayed throughout the duration of the log files. Only one ablation was indicated throughout the log files. Based on the information received, the cause of the reported thrombus and acute posterior myocardial infarction remain unknown.